Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had their first device removed because their body rejected it. Patient further explained that their body did not respond well to the antibiotics. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va16d8c, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient's system was explanted due to infection. The date of the event was unknown. A new system was implanted on the day of the report. There were no further complications that have been reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.